Manufacturer narrative:
This report is submitted on october 26, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalised and was treated with oral and IV antibiotics for a week. Subsequently, the device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.